Event description:
It was reported a hemostatic valve leak on the sheath occurred. The faradrive sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). When the sheath was inserted, the dilator and guidewire were pulled out, but the hemostatic valve was not closed tightly, therefore, blood dripped out. The sheath was replaced with a new one. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: laboratory analysis of the returned faradrive steerable sheath identified a leak from the flush lumen. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap. Microscopic inspection of the hemostatic valve found no significant damage. With all the available information, boston scientific concludes the reported leak was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.

Event description:
It was reported a hemostatic valve leak on the sheath occurred. The faradrive sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). When the sheath was inserted, the dilator and guidewire were pulled out, but the hemostatic valve was not closed tightly, therefore, blood dripped out. The sheath was replaced with a new one. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.